Event description:
The biomedical manager advised that a colleague triple channel pump (not upgraded) with baxter tubing (unknown product code and lot number) was in use on a pediatric patient in the ed (emergency department) when a free flow/over infusion of vecuronium occurred. The vecuronium was 100mg in 100 ml bag. The report indicates that patient became "pharmacologically paralyzed" as a result of the event. The medication order is not known. The pt was intubated at the time of the event. The patient was also receiving propofol (dose, rate unk). The patient reportedly was aided with the initiation of sedation/analgesia while paralyzed. Signs of arousal were then noted. The patient was transferred to the pediatric intensive care unit (picu) unit. The event caused a "set back in care and obscured the neurological exam".

Manufacturer narrative:
Although requested, the product code and lot number of the baxter tubing used in the event is not known. A companion sample has ben requested to be sent for evaluation. Should this information become available, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.